Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2013 during review of the patient¿s programming history it was observed that on date of implant, (B)(6) 2010, a faulted system diagnostics test occurred that changed the patient¿s settings. No final interrogation was performed and although the patient was at 0ma and therefore therapy at that time wasn¿t affected, the off time had been changed to 60min. On the patient¿s next visit this was not noticed and therefore the settings were only partially corrected; the off time was not corrected until the patient¿s following visit on (B)(6) 2011.